Manufacturer narrative:
The customer reported a patient weight of (B)(6) but the event log shows the weight was entered as (B)(6). The dosing was bsa based, not weight based, and the user set the rate. The customer¿s report of an overinfusion was not confirmed. The pcu event log review indicates that the first infusion ran at 22ml/hr and ran for a duration of 21 hours and 3 minutes. The second infusion ran at 22ml/hr for a duration of 19 hours and 18 minutes. The pump module and the disposable set were not returned for investigation. The starting/ending volume of the fluid containers, as well as any bag changes, cannot be determined through device logs. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that chemotherapy was prepared in 500ml of ns. Before the addition of three medications, 63ml of ns was removed from the bag to accommodate 50ml for overfill and 13ml for the volume of the medications added. The ordered infusion rate was 20.8ml/hr which would result in an expected duration of 24 hours. However, the 1st bag infused within 21 hours and the 2nd bag completed in 19.5 hours, both faster than expected. Prior to the current practice of removing the extra fluid from the bag, modification of the infusion rate was sometimes done to compensate for the overfill. The pharmacist indicated the rate was changed to 22 ml/hr in this case, but that at 22 ml/hr the infusion still would be expected to have lasted over 22.7 hours. There was no patient harm.